Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele and cystocele. It was reported that following insertion the patient experienced pain, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia and nerves. It was reported that patient underwent fistula repair on (B)(6) 2009 by implanting surgeon due to rectovaginal fistula. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent cystoscopy and removal/revision of posterior prolift mesh on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat stress urinary incontinence and pelvic organ prolapsed and mesh was implanted. It was also reported that the patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, urinary/bowel problems, organ perforation, fistula, recurrence, dyspareunia, and nerves. It was further reported that she has undergone additional surgeries and revisionary procedures, including repair on (B)(6) 2009 due to rectovaginal fistula. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent cystoscopy and removal/revision of posterior prolift mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.